Event description:
The user facility reported a 67-year-old male patient was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported a placement signal failure during support. The pump was removed and replaced with no harm to the patient.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon conclusion of the investigation, the cause of the optical placement signal issue could not be determined. This report is being filed as part of a retrospective review of historical records.